Manufacturer narrative:
The component codes for fiber and cap refer to the results code for thermal problem. The failure analysis disclosed that the fiber cap was found to be intact and attached, however showed a drilled through condition. The fiber cap was also found to exhibit detritus, char, devitrification and melted glass. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency and may also result in a forward firing condition of the side-firing surgical fiber. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.

Event description:
It was reported that there was decreased fiber vaporization at 5089 joules during the procedure. The procedure was completed with a second fiber. There was no report of patient injury.